Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation and essure insertion performed on same day" on (B)(6) 2011. The patient's medical history included general body pain on (B)(6) 2014, uterine inflammation on (B)(6) 2011, uterine enlargement, spotting vaginal, abdominal pain, menstruation abnormal, vaginal discharge, uterine bleeding, uterine ablation, painful intercourse, fatigue, fibroids, metrorrhagia, hemorrhagic ovarian cyst, hot flashes, increased thirst, joint pain, vaginal dryness, endometriosis and pelvic adhesions. Denies fevers, chills, nausea, vomiting. Minimal pain. Previously administered products included for prevent pregnancy: mirena iud from 2008 to 16-apr-2010; for an unreported indication: cymbalta from (B)(6) 2011 to (B)(6) 2011. Past adverse reactions to the above products included drug ineffective with mirena iud. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2011, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2011, ibuprofen from august 2011 to june 2012 and paracetamol (tylenol) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrahgial)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), psychological trauma ("psych injury related to essure-yes"), migraine ("migraines/headaches") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oopherectomy- right side). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and metrorrhagia had resolved and the depression, anxiety, psychological trauma, migraine and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient did not underwent essure confirmation test. (Discrepancy noted in pfs). Essure device was threaded into the bilateral ostia and placed with about 2 or 3. Extending out of the external ostia without complications. Previously reported essure insertion date (B)(6) 2011. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in the case the following were mentioned in medical records: unspecific inflammation of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: abnormal bleeding (vaginal) updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation and essure insertion performed on same day" on (B)(6) 2011. The patient's medical history included general body pain on (B)(6) 2014, uterine inflammation on (B)(6) 2011, uterine enlargement, spotting vaginal, abdominal pain, menstruation abnormal, vaginal discharge, uterine bleeding, uterine ablation, painful intercourse, fatigue, fibroids, metrorrhagia, hemorrhagic ovarian cyst, hot flashes, increased thirst, joint pain, vaginal dryness, endometriosis and pelvic adhesions. Denies fevers, chills, nausea, vomiting. Minimal pain. Previously administered products included for prevent pregnancy: mirena iud from 2008 to (B)(6) 2010; for an unreported indication: cymbalta from (B)(6) 2011. Past adverse reactions to the above products included drug ineffective with mirena iud. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2011, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2011, ibuprofen from (B)(6) 2011 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding menorrahgial") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagiableeding between periods"), psychological trauma ("psych injury related to essure-yes"), migraine ("migraines/headaches") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy - right side). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, psychological trauma, migraine and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient did not underwent essure confirmation test. (Discrepancy noted in pfs). Essure device was threaded into the bilateral ostia and placed with about 2 or 3 extending out of the external ostia without complications previously reported essure insertion date (B)(6) 2011. Patient received treatment for pain, bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in the case the following were mentioned in medical records : unspecific inflammation of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal. Complication-yes. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation and essure insertion performed on same day" on (B)(6) 2011. The patient's medical history included general body pain on (B)(6) 2014, uterine inflammation on (B)(6) 2011, uterine enlargement, spotting vaginal, abdominal pain, menstruation abnormal, vaginal discharge, uterine bleeding, uterine ablation, painful intercourse, fatigue, fibroids, metrorrhagia, hemorrhagic ovarian cyst, hot flashes, increased thirst, joint pain, vaginal dryness, endometriosis and pelvic adhesions. Denies fevers, chills, nausea, vomiting .. Minimal pain. Previously administered products included for prevent pregnancy: mirena iud. Past adverse reactions to the above products included drug ineffective with mirena iud. Concomitant products included ethinylestradiol;levonorgestrel (nuvaring) since 2011, hydrocodone bitartrate;paracetamol (norco) since august 2011, ibuprofen from august 2011 to june 2012 and paracetamol (tylenol) from august 2011 to june 2012. On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)") and psychological trauma ("psych injury related to essure-yes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy - right side). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient did not underwent essure confirmation test. (Discrepancy noted in pfs) essure device was threaded into the bilateral ostia and placed with about 2 or 3 extending out of the external ostia without complications previously reported essure insertion date -(B)(6) 2011 patient received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Concerning the injuries reported in the case the following were mentioned in medical records : unspecific inflammation of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events metrorrhagia(bleeding between periods), abdominal pain,psychological trauma were added and events pelvic pain, menorrhagia (heavy menstrual bleeding) outcome updated to "recovered/resolved" incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation and essure insertion performed on same day" on (B)(6) 2011. The patient's medical history included general body pain on (B)(6) 2014, uterine inflammation on (B)(6) 2011, uterine enlargement, spotting vaginal, abdominal pain, menstruation abnormal, vaginal discharge, uterine bleeding, uterine ablation, painful intercourse, fatigue, fibroids, metrorrhagia, hemorrhagic ovarian cyst, hot flashes, increased thirst, joint pain, vaginal dryness, endometriosis and pelvic adhesions. Denies fevers, chills, nausea, vomiting .. Minimal pain. Previously administered products included for prevent pregnacy: mirena iud from 2008 to (B)(6) 2010; for an unreported indication: cymbalta from (B)(6) 2011 to (B)(6) 2011. Past adverse reactions to the above products included drug ineffective with mirena iud. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2011, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2011, ibuprofen from (B)(6) 2011 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrahgial)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), psychological trauma ("psych injury related to essure-yes") and migraine ("migraines/headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oopherectomy - right side). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety, psychological trauma and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: patient did not underwent essure confirmation test. (Discrepancy noted in pfs) essure device was threaded into the bilateral ostia and placed with about 2 or 3 extending out of the external ostia without complications previously reported essure insertion date (B)(6) 2011 patient received treatment for pain, bleeding . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in the case the following were mentioned in medical records : unspecific inflammation of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New event migraines/headaches was added. Onset date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation and essure insertion performed on same day" on (B)(6) 2011. The patient's medical history included general body pain on (B)(6) 2014, unspecified inflammatory disease of uterus on (B)(6) 2011, uterine enlargement, spotting vaginal, abdominal pain, menstruation abnormal, vaginal discharge, uterine bleeding, uterine ablation, painful intercourse, fatigue, fibroids, metrorrhagia, follicular cyst of ovary, hot flashes, increased thirst, joint pain, vaginal dryness, endometriosis and pelvic adhesions. Denies fevers, chills, nausea, vomiting. Minimal pain. Previously administered products included for prevent pregnancy: mirena iud. Past adverse reactions to the above products included drug ineffective with mirena iud. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) since 2011, hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2011, ibuprofen from (B)(6) 2011 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2011 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrahgial)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy - right side). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient did not underwent essure confirmation test. (Discrepancy noted in pfs) essure device was threaded into the bilateral ostia and placed with about 2 or 3 extending out of the external ostia without complications previously reported essure insertion date- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in the case the following were mentioned in medical records: unspecific inflammation of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and mr received: new events ¿ ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression and psychological or psychiatric problems condition: mental anguish, hydrothermal ablation and essure insertion performed on same day¿, reporter, patient demographic, medical history, concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.